Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 12-dec-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.0mm ¿ straight (0°) trudi navigation shaver blade was received contained in the decontamination pouch. Visual inspection was performed. There were no signs of damage nor kinks along the cable. Upon the initial connection, the calibration of the device was checked on the magnetic calibration system (magcs) and it failed since the sensor sensitivity values were found out of specification. A review of manufacturing documentation associated with this lot (230214a-pc) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the acclarent quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported regarding the trudi shaver blade intermittent display was confirmed based on the magcs results. Although no conclusion could be reached as to the cause of the sensor calibration failure found, this affected the device display. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(6). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is pgw/erl. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (B)(6) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a primary functional endoscopic sinus surgery (fess) procedure, the screen on the trudi system would flicker ¿every once in a while and the trudi shaver blade icon would disappear and reappear.¿ when the surgeon was in the patient¿s nose, the trudi shaver blade, a 4.0mm ¿ straight (0°) trudi navigation shaver blade sb4str / (B)(4) suddenly disappeared from the screen with no flickering. The reporter reseated the shaver blade and then the shaver blade icon changed to orange and the reporter believes that there was a sensor error on the shaver blade. The complaint shaver blade was replaced and the issue was resolved. There was no report of any negative patient impact.